Event description:
It was reported that the dexcom g6 continuous glucose monitor (cgm) intermittently failed to communicate with the ilet, resulting in signal loss to the ilet while readings continued on the dexcom app and prompting transmitter re-pairing steps, consistent with an intermittent communication failure involving the antenna/electrical-magnetic components. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with intermittent communication failure and implicating the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.